Event description:
An angio-seal device was used to seal the arteriotomy site post percutaneous coronary intervention. The procedure was done sometime on the year 2003. The physician had performed approximately six deployments using the angio-seal successfully. The puncture site became infected and eventually this patient's limb was amputated. The patient was discharged.